Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 277036, expiration date 07/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 277036, expiration date 07/31/2011). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2. Additional information provided for review on (B)(6) 2011. The information provided indicated that there was no serious injury with this allegation.

Event description:
Caller states customer tested with one of her mobile systems (did not recall which one) and obtained a result she did not recall. Based upon the result obtained, she adjusted her insulin pump delivery (details not provided). After five minutes, she had convulsions and passed out for 3 to 6 minutes. After she had passed out, caller obtained blood glucose results of 4.1 mmol/l on mobile system 1, 4.1 mmol/l on mobile system 2, and 1.2 mmol/l on a contour system. Caller treated customer with glucogel, and customer consumed yogurt and (B)(6) an hour later.

Event description:
Caller states customer tested 4.1 mmol/l on mobile system 1 and 4.1 mmol/l on mobile system 2 and began having convulsions 5 minutes later and passed out. Customer was unconscious for 60 minutes. Caller tested customer on the mobile system and received result of 4.1 mmol/l (caller did not indicate which system this result was obtained on); caller re- tested the customer on her contour system and obtained a result of 1.2 mmol/l. Caller treated the customer with glucose gel and the customer stabilized. Requested return of suspect device.